Manufacturer narrative:
(B)(4) / initial 2 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced high blood glucose due to tape not sticking up on insertion event on 11 apr 2026. The high glucose had been treated with correction bolus via pump.